Event description:
It was reported that the patient underwent a revision procedure approximately 4 months post implantation as the patient sustained a periprosthetic femoral fracture requiring open reduction internal fixation and stem exchange. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010245 g7 osseoti 4 hole shell 54mm f lot number unknown; 110024464 g7 dual mobility liner 44mm f lot number unknown; ep-200150 act artic e1 hip brg 28x44mm lot number unknown; 650-1057 cer bioloxd option hd 36mm lot number is unknown. G2: foreign: south korea. H6: proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed without issues. Subsequently the patient sustained a periprosthetic fracture and underwent a revision procedure. The patient has a history of a fracture of the hip and was why they entered the study. The stem was explanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.